Event description:
It was reported that during a urinary organ procedure, at first, the handle was not grasped. After that, when the device was fired, the clip was not fed into the jaw properly. The clip got jammed and ejected at each firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.